Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to a slow heart rate and "not feeling right." A hospital interrogation of the cardiac resynchronization therapy defibrillator (crt-d) indicated the patient had frequent premature ventricular contractions (pvc) at times and the device was programmed vvi 70 with an right ventricular (rv) lead sensitivity of 0.3 millivolts (mv). It was noted the monitor strips showed the patient had a heart rate in the 40s and the device interrogation showed no anomalies, however, the strips were suggestive of t-wave oversensing (twos). The rv lead sensitivity was then reprogrammed to 0.15 mv and every post ventricular pace, the t-wave was sensed both bipolar and rv tip to coil. Multiple different reprogramming options were attempted to resolve the t-wave oversensing (twos) to no avail. The rv sensitivity was then reprogrammed back to the original parameters (0.3 mv) and the twos resolved. The lower rate was reprogrammed to vvir 80 and the rv lead remains in use. The patient will continue to be monitored. No further patient complications have been reported as a result of this event.